Event description:
It was reported that during routine device upgrade, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Due to the patients ejection fraction at 18 percent and stenosis of the subclavian, the lead was not replaced. The patient was discharged in stable condition.